Event description:
Same case as #6000089-2006-00027 and 6000093-2006-00033. It was reported that post a coronary drug eluting stenting treatment procedure, a two thrombosis events occurred and the patient expired two days later. The patient received a taxus express2 drug eluting stent in the circumflex (cx) artery. Four days later the patient returned to the ccl and received another taxus drug eluting stent in the left anterior descending (lad) artery. Three days later the patient returned with a thrombosis in the lad. The thrombosis was extracted and the stents redilated. The following day the patient returned and was found to have complete occlusion of the lad and cx with thrombus. Extraction of the clots were done on both vessels. The lad was restented. Two days later the patient expired.